Event description:
During a bilateral tubal procedure, stet the powerblade forceps was inserted into the patient and activated, the coagulation function did not work. In order to confirm product problem, the forceps was tested with a wet piece of gauza and still would not activate. The doctor pulled another powerblade from shelf and successfully completed the case. There was no injury to the patient reported.

Manufacturer narrative:
4393.3865 - "powerblade" bipolar cutting & coagulating forceps investigation by manufacture (lina medical) showed that the wire providing power to one of the jawa has a cold soldering and this has caused a periodic fault that made the instrument inoperable. According to the manufacturer, this was not detected during their quality inspection. Their staff has been informed of the product malfunction and has been told to pay more attention when checking the soldering. Cause of event: manufacturing error.